Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> ¿ product code 150610007, work order (B)(4) was manufactured on 08/may/2013. (B)(4) manufactured per specification and all raw materials met specification. There was one nrs associated with this lot. (Not related to complaint) o (B)(4) o planned nc to add second associate visual inspection step at the laser work step for (B)(4). There was no capas associated with this lot. There was no deviations associated with this lot. No reprocessing associated with this lot. No scrap parts associated with this lot. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to tibial subsidence caused by a fall and loosening of the tibial component at the bone to cement and cement to implant interfaces. Depuy cement was used. Doi: (B)(6) 2016; dor: (B)(6) 2019; left knee.